Event description:
The consumer called into customer care to report, "... His concern about his blood glucose readings yesterday morning." It was reported to nova biomedical that a consumer received a result of 441 mg/dl on (B)(6) 2015 at 5:32am and based on the result his pump delivered 25 units of insulin. The consumer performed another test at 6:51am same morning using the same meter and test strips from the same vial getting a result of 322 mg/dl. The consumer injected. At 9:16am the consumer performed another glucose test getting a result of 114 mg/dl. The consumer did not report any need for emergency medical intervention based on the higher than expected results and insulin intake. During the call to customer support, the consumer confirmed they performed control test on the new vial when opened prior to use) the result was in range but were not marked as a "ctl" test.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot #: 1020313213, expiration date: 08/2015. Control solution lot #: 1030313121; range: 82-127 mg/dl.